Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "slow leak." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, wear abrasion. Leak test and microscopic analysis was performed which identified: a curved sharp opening on stable base assessed as unidentified(tear) opening(no shell thickness due to opening is under stable base) and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side "slow leak."